Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a male patient, (B)(6) years of age, was admitted with a multi-fragment fracture of mid distal third of the right tibia and fibula. A utn 8x 315mm l nail was implanted. While cleaning, there was an anterior contact with the nail of the curette or mid l-spacer and the tip of the nail broke down. It was impossible to remove it from the patient. The specialist decided to continue the procedure drilling and locking the mid lateral distal holes with two 3.9x 30 and 32mm l locking screws. The surgeon verified the reduction, lock and stability of the fixation using the image intensifier. The wound was washed, reviewed and closed. The surgery was completed with no further complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant, explant dates: device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device history records was not available as device is older than 15 years. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.